Event description:
It is reported that several attempts were made to lock the liner into the cup unsuccessfully. The physician removed the cup and implanted another one with three screws and a liner without any issues.

Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. Eval summary: the flat rim surface of the shell has various different scratch marks. There are relatively similar circular marks located on either side of both of the antirotational tabs. One of the etch marks has been damaged. The outer surface of the shell has presence of a third body particles to a very small amount. Scratch marks can also be seen inside the cup and centered at the threaded pole. The cup rim chamber also has damage marks on it. As returned, the locking ring is bent. The liner has distinct scratches on its outer surface. The polar boss of the liner is extensively damaged. The liner circumferential lip has extensive damage and deformation close to what looks like a crack near the groove. The surgical technique is mentioned, but the instruments used to seat the liner and shells are not known. The surgical technique and package insert indicates the use and care that should be taken with these devices. This incident may have occurred due to impacting the liner off axially or impacting the liner without aligning it with the antirotational tabs. Normally the liner and shell assembly provides a 'click' and the locking ring floats freely after snapping in the liner groove. From the info available, it is difficult to determine the exact cause of the described event. Review of the device history records did not find any deviations or anomalies dimensions taken are within spec. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.